Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and an unknown right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of about 130 ohms. Technical services reviewed the available printouts and discussed the shock impedance over the past three months was in the range of 120-135 ohms while other lead diagnostics had been stable. It was noted that had been one stored episode since the last reset, but that printout was not provided. Technical services discussed troubleshooting to see if any noise could be created on the lead, and continued routine follow up if no noise was present or could be provoked. A gradually rising shock impedance can be indicative of patient factors such as calcification/mineralization of the coil surface or lead tip/tissue interface. No adverse patient effects were reported. The device remains implanted and in service. A request was made for the sales representative to obtain the model/serial for the affected rv lead. The local sales representative provided the model/serial for the associated rv lead. See MDR # 2124215-2022-06728 for details. It was also noted that noise was produced during troubleshooting, and that the rv lead would likely be replaced during the planned device replacement procedure.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and an unknown right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of about 130 ohms. Technical services reviewed the available printouts and discussed the shock impedance over the past three months was in the range of 120-135 ohms while other lead diagnostics had been stable. It was noted that had been one stored episode since the last reset, but that printout was not provided. Technical services discussed troubleshooting to see if any noise could be created on the lead, and continued routine follow up if no noise was present or could be provoked. A gradually rising shock impedance can be indicative of patient factors such as calcification/mineralization of the coil surface or lead tip/tissue interface. No adverse patient effects were reported. The device remains implanted and in service. A request was made for the sales representative to obtain the model/serial for the affected rv lead. The local sales representative provided the model/serial for the associated rv lead. See MDR # 2124215-2022-06728 for details. It was also noted that noise was produced during troubleshooting, and that the rv lead would likely be replaced during the planned device replacement procedure. Additional information was received. The device replacment procedure was performed. After connecting the new ICD to the chronic rv lead, the shock impedance measurements were around 104-110 ohms. All other lead parameters were good. The patient declined to undergo defibrillation threshold (dft) testing, and the physician decided to keep the chronic lead in use with the new ICD, with normal follow-ups planned. No adverse patient effects were reported. The explanted device was discarded by the hospital.